Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red splotchy areas on the front and back and under the vibration box that have pimple like appearance, that are itchy and bleeding from the scratching. The patient reported a nickel allergy. There was no alleged device malfunction contributing to the rash. The patient¿s physician benadryl for the rash. Outcome of the irritation is unknown.